Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified but a different defect was identified. This pump is 8 years old and has possibly seen heavy use in the field. The following repair activities were conducted: mechanical upgrade performed defective electrical connector repaired unit cleaned 8-hour endurance test carried out unit calibrated newly pneumatic circuit checked functional test performed hipot test completed electrical safety test acc. To iec 60601-1 completed functional test acc. To test procedure completed safety test checklist enclosed details can be found in the attached report. Further, a review into the depuy mitek complaints system revealed a dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate electrical safety check: carry out electrical safety control. Add'l info (service rpt. Pump). Device has dropouts/interrupts sometimes add'l info (foot pedal). Repair of unit.